Event description:
According to the customer, the abl90 flex reported false low results for ica. A sample was measured by the abl90 flex with result for ica of 1.04 mmol/l. Comparison results from an abl800 and a rapidlab 1265 analyzer gave results of 1.23 mmol/l. Fourteen patient test has been affected, however, no reports were received that any patients were maltreated. After the comparison test a calibration was performed and the ica-parameter failed. A manual flush was then performed and subsequently calibration was ok and ica level normalized to same as the abl800 flex.

Manufacturer narrative:
The root cause could not be found, however, it is suspected that the incident was caused by a micro clot.